Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an orthopedic procedure to treat a phalanx fracture of the fifth finger on the right hand on (B)(6) 2021, it was observed that the suture on the mini qa+ #2/0 eth v-5 device broke. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided. Investigation summary: according to the information provided, it was reported that mini quik anchor is placed in the phalanx and when the suture reacts to verify that the anchor is well placed, the suture is broken, leaving only the anchor in the bone. Surgeon decides to use the broken suture to resolve the injury, but the anchor is not doing its job. During the raf1 surgery for phalanx fracture of the fifth finger of the right hand, a miniquik anchor was placed and at the moment the threads were tied, the sutures were broken causing the discomfort. The complaint device is still implanted in the patient, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the x-ray photos, it appeared that the anchor is securely seated in the bone but the sutures were broken. A DHR review has been performed for lot 7l74621; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on the results can be confirmed. The possible root cause could be related when the surgeon pulled the needle through the bone there to complete their fixation, it is possible that the broken suture used, no longer attached to the anchor. However, it cannot be conclusively affirmed. As per IFU, do not twist or apply bending force to the inserter as either may damage the anchor, suture or inserter tip; incomplete insertion or poor bone quality may result in anchor pullout. Excessive tension may overload the anchor or suture. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: there was no non conformance regarding this lot.